Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b17 - device not returned,c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on. Device return to manuf .? Device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes. Manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a packed red blood cell (prbc), contained in a 30ml bd syringe, was programmed to infuse 11.7ml at a rate of 3.9ml/hr for 3 hours. The total volume of prbc in the syringe was 17ml. It was then noted that the total volume infused after 3 hours was "12.6ml" and continues to infuse. The device was manually stopped by rn at that point. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a packed red blood cell (prbc), contained in a 30ml bd syringe, was programmed to infuse 11.7ml at a rate of 3.9ml/hr for 3 hours. The total volume of prbc in the syringe was 17ml. It was then noted that the total volume infused after 3 hours was "12.6ml" and continues to infuse. The device was manually stopped by rn at that point. There was patient involvement but no harm.